Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time user error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a bg of 450mg/dl with increased thirst, urination, and drowsiness. Patient did not test for ketones. Patient states they did not fill the cartridge with insulin. This complaint is being reported as the patient experienced hyperglycemia following the use error of not filling the cartridge with insulin.